Manufacturer narrative:
The customer reported that the unit will not recognize the battery in bay "a". The unit was evaluated at philips, and the failure was verified. Replacing the battery pca resolved the failure.

Event description:
The customer reported that the unit will not recognize the battery in bay "a".